Event description:
Correction report being submitted to correct the date aware of this complaint. It was originally reported as being 22-oct-2019 in error and should have been 24-oct-2019. No impact to reporting decision, investigation or risk previously recorded. Hemobilia, may have required hospitalisation / prolonged hospitalisation.

Manufacturer narrative:
Correction report being submitted to correct the date aware of this complaint. It was originally reported as being 22-oct-2019 in error and should have been 24-oct-2019. No impact to reporting decision, investigation or risk previously recorded. Device evaluation: the evo- uncovered biliary stent device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Documents review including IFU review: as the evo- uncovered biliary is unknown device from unknown lot numbers, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo- uncovered biliary devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. As per instructions for use, ifu0056-5 which accompanies this device, potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, cholestasis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. However, as per medical advisory agreed that the haemobilia is procedure related rather than device related. Summary: complaint is confirmed based on customer testimony but has been determined to be not device related. Patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: the evo- uncovered biliary stent device of unknown lot number was not returned to cook (B)(4) for evaluation. With the information provided, document based investigation was conducted. This file was created from the article. Documents review including IFU review: as the evo- uncovered biliary is unknown device from unknown lot numbers, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo- uncovered biliary devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cook (B)(4). As per instructions for use, ifu0056-5 which accompanies this device, potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, cholestasis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. However, as per medical advisory agreed that the haemobilia is procedure related rather than device related. Summary: complaint is confirmed based on customer testimony but has been determined to be not device related. Patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends. [(B)(4)].

Event description:
Hemobilia, may have required hospitalisation/prolonged hospitalisation.